Manufacturer narrative:
Correcting d10 - other supporting device: ltf-s190-10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation and correction to d10 of the initial medwatch. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of e218 error displayed and no image appeared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, e218 error was displayed and no image appeared occurred due to breakage of the circuit board. The causes of breakage of the circuit board are likely due to accumulation of electrical stress by repeated use, application of static electricity, and accidental overcurrent such as electrical fault. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope experienced the monitor going gray during the therapeutic laparoscopic appendectomy. At that time, a e218 (scope failure) occurred. The procedure was completed by replacing it with a similar device. There was no health hazard to the patient.

Manufacturer narrative:
The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.